Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient received a shocked due to afib with rapid ventricular response. Low impedance was observed and device detected possible output circuit damage. Both device and lead were replaced. There were no adverse consequences for the patient.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and a shorted transistor was found. An arc mark was found on the can. Further evaluation indicated the presence of lead material. The damage found was consistent with that caused by high voltage delivery into low lead impedance. (B)(4).